Event description:
It was reported that on (B)(6) 2016, the subject programmer was observed to have frozen often therefore a ghost processing was performed. The patient file and expertise data file were attempted to be copied, however the button operation became unable. Although ¿ctrl+alt+del¿ key was pushed, the programmer did not react. The programmer was then unplugged and rebooted, however the button operation was still unable to perform. The programmer was then unplugged four times. It was then left in its state for a while and it became possible to operate normally. An investigation is required.

Manufacturer narrative:
The reported behavior could not be reproduced. However, it could be due to an issue on the real time clock. Further investigations are ongoing.

Event description:
It was reported that on (B)(6) 2016, the subject programmer was observed to have frozen often therefore a ghost processing was performed. The patient file and expertise data file were attempted to be copied, however the button operation became unable. Although ¿ctrl+alt+del¿ key was pushed, the programmer did not react. The programmer was then unplugged and rebooted, however the button operation was still unable to perform. The programmer was then unplugged four times. It was then left in its state for a while and it became possible to operate normally. An investigation is required.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that on (B)(6) 2016, the subject programmer was observed to have frozen often therefore a ghost processing was performed. The patient file and expertise data file were attempted to be copied, however the button operation became unable. Although ¿ctrl+alt+del¿ key was pushed, the programmer did not react. The programmer was then unplugged and rebooted, however the button operation was still unable to perform. The programmer was then unplugged four times. It was then left in its state for a while and it became possible to operate normally. An investigation is required.